Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for scheduled pocket revision. The pulse generator exhibited diagnostics anomaly; it inappropriately tripped elective replacement indicator and end of service alert after suspected electrocautery interaction. After a device download, normal device function resumed. The patient's condition was stable and would continue to be monitored.